Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implantable cardioverter defibrillator (ICD) pocket was oozing. Hence, a pocket revision was performed to see where the oozing was coming from. Additional information was obtained indicating that it was blood that was oozing from the pocket. Moreover, during revision a clot was removed from the pocket and more irrigation was done before closing the pocket. This ICD remains in service. No additional adverse patient effects were reported.